Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump rejected batteries. Customer blood glucose at the time of incidence was unknown. Customer stated they changed batteries every week and had rejected batteries alarm and also receive unexplained no delivery alarms. The device will not be returned for analysis.